Event description:
Reviewed surgeons database report which indicated he had found a non-union in a patient f/x from a surgery 15 months earlier. Reviewed patient x-rays which confirmed the report. Surgeon performed an exchange nail surgery to replace the nail and repair the fracture, the surgeon stated that bone graft was also used. No broken implants were noted during the review of patient x-rays. Cause: surgery was due to a non-union which required an exchange nail procedure to correct. No indication of product defect.